Event description:
The customer reported to beckman coulter (bec) that 50 ml of clear liquid (diluent) leaked from the coulter lh 780 hematology analyzer when running a startup and instrument gave a vent line sensor (vls) error. The customer indicated that the liquid spilled onto the counter top and floor. The customer opened the instrument panels but was unable to find the source of the leak. There is an exposure control plan at the facility. Material safety data sheet (msds) was not reviewed by the customer. The customer was wearing a laboratory coat at the time of this event. There was no contact or biohazard exposure to skin, mucous membranes, or open wounds. No medical attention was sought. The leak did not affect sample or reagent integrity. There was no cross contamination. The leak did not impact electrical or optical performance. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on 07/11/2013. The fse inspected the instrument and found tubing detached from pinch valve at manifold (mf4). The fse trimmed and reattached the tubing then verified the instrument performance using vent line calibration initializing vent line function 79 (f79). Both, the leak and the vent line sensor (vls) error were resolved. Failure mode was attributed to the detached tubing from pinch valve at manifold (mf4). However, the instrument generated a vls error alerting customer to an instrument problem. (B)(4).